Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1624c156e, serial/lot #: (B)(6), ubd: 13-jun-2020, UDI#: (B)(4) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in the endovascular treatment of a aaa on the.  It was reported a CT was performed , where ib endoleaks were identified, the limbs had lost seal distally.  No cause was reported.  No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak could not be fully confirmed on the films provided; however, lack of distal seal was identified. Although a distal endoleak could not be fully ruled out on the images provided, there was no visible communication of contrast further proximally into the iliac vessel of the aneurysm sac. Lack of pre-implant CT's did not allow for assessment of the pre-implant anatomy. Earlier post implant CT's were not available for comparison of the stent graft in vivo configuration over time. Angiograms (including endoleak interrogation) could allow for a more comprehensive determinations of the endoleak source/cause. It is most likely that that disease progression including aneurysm morphology changes over time and vessel tortuosity may have been a contributory factors to the reported event. B5; additional information received : it was reported the patient was brought to or where a angiogram was performed. It was determined that the limbs did not have ib endoleaks but a limb was extended to gain more seal. The cause of the inadequate seal was disease progression. It was reported the physician mentioned that there was not a type ib, rather disease progression of the limbs where they become aneurysmal and extending the 16 x 24 x 156 limb was mentioned. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.